Event description:
During the procedure to a cto lesion at lad, tip of the guidewire was trapped in the target lesion and got stuck, and during the attempt to bail out from the trapped condition, guidewire tip was broken. The broken fragment was left remained in the anatomy at the physician's discretion.

Manufacturer narrative:
Coil wire distal approx. 45mm including the inner core structure was found having broken off, core wire was thought to have broken off at 1mm of tip end. Sem observation revealed trace of breakage after excessive rotation to counterclockwise direction. With the outcomes of the investigation, it is inferred that ccw rotational manipulation was continuously applied to the guidewire of which distal end was trapped into the cto lesion, resulting the accumulation of force and breakage of the guidewire due to the force exceeding the products design limit.